Manufacturer narrative:
Event problem and evaluation codes: method code(s): (evaluation method): medical review result code(s): (evaluation result): per medical review - lens tears or nicks can occur at any stage from manufacture to surgical manipulation. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: result code(s): (operational problem) : visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tf silicone single piece lens with toric optic. Lens tore as it was advancing into the patient's eye. The lens was not loaded correctly. Another staar lens was implanted. No patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Conclusions - (user error caused event): the product pertaining to this claim has not been returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).

Manufacturer narrative:
(B)(4).